Event description:
The bronchovideoscope was returned to the service center with a report of crushed insertion tube, o - connector block, perforated distal tip rubber, image with interference, and misaligned angulation. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the image disappears during angulation in the ud direction was found. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely the following led to the malfunction: due to damage to the ccd unit, the image disappears during angulation in the ud direction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.